Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels and ketones. Reportedly, the customer began vomiting. Customer did not provide a bg value. Customer delivered a manual injection to stabilize blood glucose levels. Customer stated they will be meeting with their clinical diabetes specialist to discuss the reported issue and for pump training.